Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during the procedure, the helix could not move out from the lead when retracted. The lead was not used and a new lead was successfully implanted. The patient was stable during and post procedure